Manufacturer narrative:
H.6. Investigation summary: a review of the DHR could not be performed as the batch number is unknown. No customer photos or samples were received for review and analysis. As no customer photos or samples were received the scope of this investigation is limited. Retains cannot be tested as the batch number is unknown. Bd is unable to confirm the customer¿s reported failure mode of splatter. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate.

Event description:
It was reported that when needle is retracted with bd vacutainer® push button blood collection set blood splatter occurred. There was no report of patient or user impact. The following information was provided by the initial reporter: customer states blood splatter when needle is retracted.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: intravascular administration set. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when needle is retracted with bd vacutainer® push button blood collection set blood splatter occurred. There was no report of patient or user impact. The following information was provided by the initial reporter: customer states blood splatter when needle is retracted.